Manufacturer narrative:
Additional info: a3a, a4, b5, b6, b7, d8, e1 (facility name, street 1, city, region, postal code), g1, h6 (patient codes, ime e2402: weight loss, water brash) (&) additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a hiatal hernia. It was reported that after the implant, the patient experienced adhesions, recurrence, pain, discomfort, stabbing chest pain with swallowing, dysphagia, odynophagia, weight loss, water brash, nausea, (&) abdominal pain. Post-operative patient treatment included revision surgery, endoscopy, repair of hernia, revision of nissen fundoplication, lysis of adhesions, (&) mesh revision.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a hiatal hernia. It was reported that after the implant, the patient experienced adhesions, recurrence, pain, discomfort, stabbing chest pain with swallowing, dysphagia, odynophagia, weight loss, water brash, nausea, abdominal pain, and stomach problems (unable to eat or drink anything). Post-operative patient treatment included revision surgery, endoscopy, repair of hernia, revision of nissen fundoplication, lysis of adhesions, mesh revision, and medication.

Manufacturer narrative:
Additional information: a4, b5, b7, h6 (imf code, ime e2402: unable to eat or drink anything) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 (ime code, removed no code ime e2402: unable to eat or drink anything). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hiatal hernia. It was reported that after the implant, the patient experienced adhesions, recurrence, pain, and discomfort. Post-operative patient treatment included revision surgery.